Event description:
The customer reported an e433 error during inspection for use involving an olympus electrosurgical generator esg-400. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.